Manufacturer narrative:
Method: device not returned; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No further investigation for this event is possible at this time as no devices and insufficient information was received. Conclusion: due to the device still being implanted the root cause could not be determined conclusively.

Event description:
It was reported that; during avs surgery, the surgeon inserted the cage using the inserter to l4-l5. When the surgeon made the cage rotate, the cage protruded anterior from the vertebral body. The surgeon did not removed the cage. The surgeon is monitoring for the patient now.

Event description:
It was reported that; during avs surgery, the surgeon inserted the cage using the inserter to l4-l5. When the surgeon made the cage rotate, the cage protruded anterior from the vertebral body. The surgeon did not removed the cage. The surgeon is monitoring for the patient now.